Event description:
Scrub technician tested bovie before surgery and the coagulation setting was not working. Bovie was traded for a new handheld device. The new device worked properly. No patient harm was caused.